Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert during fill tubing while using ilet infusion supplies, and a dry run successfully delivered 165 units; the event is consistent with a device problem of complete blockage associated with the tube component, and the user also reported receiving the wrong infusion sites from a subsequent shipment. Symptoms included hyperglycemia with a blood glucose of 205 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was traced to a component problem consistent with a blockage in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was component failure.